Event description:
Reported initially as "the pt noted loss of restriction". The device was found to be unbuckled. Add'l finding reported by the doctor's office as leakage in the device.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."